Manufacturer narrative:
B5. Additional event description added. D4. Catalog corrected.

Event description:
Additional information received reporting the nurse stated that there was a brief, self resolving controller error.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced false suction and placement signal low alarms. The position of the pump was confirmed. No patient harm was reported.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged transplant. Section d6b explant date has been updated accordingly (with d6a implant date repopulated) investigation. The device was not returned; therefore, evaluation and analysis could not be performed. Event logs were received and analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Placement signal issue: since data logs were inconclusive and incomplete and product wasn't returned for investigation, the cause of the placement signal issue could not be determined. False alarm: based on the trend in the ps without a trend in mc and mc values remaining within expected ranges for the p-level, the ps trend likely was the cause of the false suction alarms and ps low alarms, however, as noted above, the cause of the ps trend could not be determined without sufficient data logs or product return. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.